Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. However, the unit could not be primed during the prime test due to a faulty force sensor resister. The excessive no delivery test and occlusion test could not be performed due to a prime anomaly. The unit had broken battery tube threads and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a crack on the battery compartment. The customer's blood glucose level was likely to be 60 mg/dl. The customer stated that he was working outside and treated the low blood glucose level with food. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.